Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a "vent inop" message, the screen went blank and stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Additional information was received that manufacturer report #: 8020893-2018-00577 is actually a duplicate event of this manufacturer report #: 8020893-2018-00394. Please note that all future reports, correspondence or additional information will reference manufacture report #: 8020893-2018-00394 and not 8020893-2018-00577. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that, while in use on a patient a 980 ventilator generated a circuit disconnect error message, the screen went blank and ventilation stopped. The customer reported, as the rt (respiratory therapist) was arranging the oxygen/air hose as well as the data validate cable on the back of the ventilator, while the cable/hose was being adjusted, the ventilator reported a circuit disconnect and no ventilation was being delivered by the ventilator. The rt then readjusted the cables and when the pressure was relieved from the data validate cable, the ventilator started again. The patient was not harmed or injured as a result of the reported event.